Event description:
Related manufacture reference number: 2017865-2023-18776, related manufacture reference number: 2017865-2023-18777. It was reported that the patient's pacing system exhibited noise oversensing. During procedure, it was noted that the atrial lead and right ventricular exhibited insulation damage. The pacemaker was explanted and replaced (B)(6) 2023. The atrial lead and right ventricular lead were repaired during the same procedure. The patient was in stable condition.